Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate losses of power. Physio replaced the battery pins and the battery contact assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Based on the data available, the battery may not have been fully latched into the device, however the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device randomly powered off by itself. There was no patient use associated with the reported event.